Event description:
It was reported by the provider that the pilot valve is not shifting. Per the independent repair center statement there is alarming or red light. The key failure is the pilot valve. No patient injury alleged, no additional information provided.